Event description:
In 2008, the patient reported that her blood glucose elevated to 549 mg/dl. She stated that her normal blood glucose level is 135 mg/dl. She stated that she knew her blood glucose was elevated because her saliva was thick. She bolused to lower her blood glucose. Troubleshooting did not reveal any product issues. She stated that she recently switched from an insulin set with a 17mm cannula length to an infusion set with an 8mm cannula length. She stated that may be the cause of the elevated blood glucose reading. The patient was sent an infusion set with 10mm cannula length. Upon follow up two days later, the patient stated she was doing "fine". The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.